Event description:
It was reported that there was a pump problem. Event logs confirmed motor stalls with no motor stall recovery noted. The logs showed intermittent motor stalls and recoveries occurring on (B)(6) 2014. At the time of report, the logs showed a motor stall on (B)(6) 2014 and no more recoveries were noted after that date. A stopped pump may exceed tube set message occurred (B)(6) 2014. At the time of report, the pump was alarming. The patient had gone through withdrawal, but was receiving oral medications. The patient felt like they had withdrawal symptoms for 2 weeks. The patient was to get an emergency surgical consultation. The pump was used to infuse compounded baclofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found a motor gear train anomaly. There was corrosion and wear. There was a stall due to shaft-bearing. Analysis of the catheter found a hole or torn catheter caused by the metal pin of the pump connector poking.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was later reported that the actions required as a result of the event included explant. The patient's pump and catheter were explanted on (B)(6) 2014. No diagnostic testing or troubleshooting was required. At the time of report the patient's status was alive - no injury. Additional information received indicated other medications (oral, etc.) The patient was taking at the time of event were oral baclofen, clonazepam, vicodin, and valproic acid. The patient had withdrawal symptoms of increased tightness. There was more than one motor stall and some occurred within 24 hours although some were over a long duration. The first motor stall was on (B)(6) 2014. The motor stall did not recover and stopped on (B)(6) 2014. Per logs, intermittent motor stalls and recoveries also occurred on (B)(6) 2014. The cause of the motor stall was unknown. The motor stall was also referred to as an intrathecal (it) pump failure. The pump stopped and was recommended to be replaced. The patient's father felt the patient was improving so much with his function that they chose to have it explanted. The patient recovered without permanent impairment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.